Event description:
An altitude alarm was reported by the customer as occurring with their pump. The outcome regarding the customer's blood glucose level is uncertain as the customer could not recall if it exceeded 500 mg/dl. The customer's insulin was not suspended due to the altitude alarm, and the issue had happened on a previous day. Technical support provided tips to prevent altitude alarms, which the customer understood and acknowledged. To resolve the issue, the customer replaced the cartridge, and the pump then resumed normal operation.